Manufacturer narrative:
Maquet (B)(4) requested the product back for investigation but has not received any device. A supplier complaint has been initiated: supplier investigation statement has been received: the most probable root cause could be determined as mounting failure. Device history record of the reported lot 92153849 have been investigated with no abnormality found. The investigation further shows that the failure could be caused by a loose connection. The connection between the ecc bag and the connector could be widened too much while mounting. Therefore, as a corrective action, training has been performed with the explanation of the assembly of the connector. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
(B)(6) 2016 12:37 pm (gmt-5:00) added by(B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The device has been requested but not yet returned. Investigation is pending. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
(B)(6) 2016 12:30 pm (gmt-5:00) added by (B)(6) ((B)(4)): it was reported at the end of the ecc procedure, when the patient was no longer connected to the ecc machine, the venous line disconnected from the venous bag. Collars were added to consolidate. No clinical consequence was reported. (B)(4).